Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. Furthermore, there were differing longevity estimates given over the last year. Data analysis was performed, and it was confirmed the power consumption has been increasing gradually. Boston scientific technical services recommended to replace the device or have the battery status reevaluated in 90 days. Subsequently, this pacemaker was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the surgical intervention.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. Furthermore, there were differing longevity estimates given over the last year. Data analysis was performed, and it was confirmed the power consumption has been increasing gradually. Boston scientific technical services recommended to replace the device or have the battery status reevaluated in 90 days. Subsequently, this pacemaker was explanted and replaced successfully. No additional adverse patient effects were reported.